Manufacturer narrative:
The customer is using rf reagent lot m004772. Service was not needed as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously positive rheumatoid factor (rf) results of > 20 iu/ml generated by unicel dxc 800 synchron chemistry system. The results were reported out of the laboratory. No patient treatment was affected.